Event description:
Additional information later reported the hcp relocated the pump to more comfortable area in the patient¿s abdomen. Per the reporter the surgery was successful and the patient was "doing great".

Event description:
It was reported, the pump was being repositioned today because, the patient lost a lot of weight, which caused the pump to move around. It was noted, the patient was in a lot of pain. It was reported there would be a dye study performed to confirm the catheter is patent after the pump was moved. It was noted, the health care provider (hcp) wanted to give the patient a 10% bolus at that time. The pump was used to deliver morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).